Manufacturer narrative:
(B)(4). Batch #: v94g1w. Additional information was requested and the following was obtained: the patient is stable. Was this procedure converted to an open procedure? This was open procedure from the beginning. No further information will be available. Are there any plans to locate the pieces? No further information will be available. Was there any change in the patient care as a result of this event? No change in the patient care as a result of this event. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Also, horizonal scratched mark were observed on the blade tip. In addition, the tissue pad was found to be worn due to normal usage. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The eeprom data in the actual device was read out by eeprom reader. No special findings were found. The actual device was connected and tested on a gen11 ((B)(4)), it was found the handle and buttons of the actual device were worked as intended. The open and close of the jaw was worked as intended. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open hepatectomy, ¿remove instrument from patient¿ was displayed when the device was used for 5 hours. The device was cleaned and reactivated, but ¿replace instrument¿ was displayed. It was found that the tip of the blade was broken off. The x-ray was performed, but the broken piece was not found. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.